Event description:
It was initially reported by the physician that they could not establish communication with the patient's device. Troubleshooting steps were performed and it was noticed that wand battery might be depleted. Physician did not have an extra 9v battery and the patient had left the office. Physician wanted company representative to be at the patient's next office visit to troubleshoot and replace the battery. Patient hasn't visited the office as yet. The cause of problem is unknown at this time.